Manufacturer narrative:
Complaint statement (B)(4): a date of the event could not be obtained from the customer. No customer samples were received. No material or batch numbers were received. The customer did not allege a product malfunction/deficiency. Due to insufficient information, the cause of the event cannot be determined.

Event description:
Customer advised of a needle stick injury. Gbo product specialist manager was notified by quest customer solutions specialist and was not able to confirm what device was being used. Gbo product specialist manager requested training session with customer and client. Requested more detailed information on the event, but that could not be obtained.